Event description:
It was reported that a cuff miss occurred during attempted suture placement in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). The arteriotomy was 7fr and during the aaa procedure the sheath was upsized to a 14fr sheath. Reportedly, the first proglide was placed and deployed successfully. A second proglide device was placed; however, a cuff miss occurred. Three additional proglides were used with the same results. The aaa procedure was completed and the sutures of the first proglide device was tightened, slight bleeding continued and manual arterial compression was applied to complete hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other four proglide devices referenced being filed under separate medwatch MFR numbers.